Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that recently implanted patient was involved in a car accident which caused her battery site stitches to burst. The patient did not seek medical attention and placed her fingers in the open wound. The physician assessed the wound site and decided to explant the entire system as a precautionary measure due to the possibility of infection. The explant procedure was not due to the device or the procedure and the patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2352-50 serial # - (B)(4) and (B)(4) description - linear 3-4 lead 50cm model # - sc-3138-35 serial # - (B)(4) and (B)(4) description - phase iii lead extension - 35 cm the explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that recently implanted patient was involved in a car accident which caused her battery site stitches to burst. The patient did not seek medical attention and placed her fingers in the open wound. The physician assessed the wound site and decided to explant the entire system as a precautionary measure due to the possibility of infection. The explant procedure was not due to the device or the procedure and the patient was doing well.